Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips did not close completely. The handle was normal until the last portion of the firing sequence as they were going plastic to plastic, the handle was loose. They continued to use the device and it fired fine afterwards. No patient impact.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st & 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Yes, clicking noise at last of firing. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, fired inside the patient and it worked fine. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.